Event description:
It was later reported that patient had a generator replacement surgery. After they replaced the generator, the impedance was within normal limits. The suspect device has not been received into product analysis to date. No other relevant information has been received to date.

Event description:
It was later reported that the suspect device was received into product analysis. Product analysis has not been completed to date.

Event description:
Product analysis was completed for the suspect generator. The reed switch stuck closed was confirmed in product analysis. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs. During the 24-hour output signal monitoring period the magnet current would not maintain as programmed. After a magnet swipe with a livanova magnet the reed switch would intermittently remain in a closed condition. When the pulse generator was tapped the output signal would return. If the reed switch released quickly (when tapped) the magnet current maintained as programmed. A comprehensive automated electrical evaluation was performed. The pulse generator was opened, the measured battery voltage confirmed the battery was not depleted. A comprehensive automated pcba electrical evaluation was performed. Other than the reed switch stuck closed condition during the 24-hour output signal monitoring period, the device performed according to functional specifications.

Event description:
It was reported that patient was seen in clinic and low output current was observed. There was no trauma or manipulation that occurred to the area. Additionally, no adverse events were reported from the patient. The impedance was within normal limits, but the error said that the output current was not being delivered. The error instructed the user to decrease the output current and adjust the pulse width and re-run diagnostics to resolve the issue. The representative had the physician do a generator reset. Vns was successfully reset, after which interrogation revealed a low lead impedance and device automatically deactivated itself. Device was reprogrammed to 0 ma for normal and magnet mode. Device would not allow autostim to be programmed and remained off. Interrogation confirmed device was set to 0 ma. Patient had x-rays to evaluate the lead, and there was no evidence of lead linking or discontinuity the representative later reported that the caregiver said that the patient screamed quite a bit over the few days prior to coming to clinic. They thought it was due to the vns being uncomfortable. The patient's parents had taped the magnet over the generator since the patient recently had settings adjusted up, and patient was screaming. The patient is nonverbal, so they interpreted this as her settings were painful, so they disabled the device until they can be seen in office. In the office, they took the magnet away and interrogated the device, which is when they started seeing all the errors. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. It was later reported that the patient came into the office again and magnet swipes did not work and the device is still showing low impedance. The patient is being referred for replacement. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.